Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the implantable cardiac monitor (icm) exhibited ventricular undersensing resulting in false pause episodes. Some pause episodes displayed small r-waves signals. No changes or intervention were reported. There were no patient consequences.